Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a change in condition for which a leads off alarm was provided but the customer said an asystole alarm should have been provided. The patient coded and was resuscitated. Use of the device may have been a factor based on a possible delay in response due to the alarm severity discrepancy.

Manufacturer narrative:
No malfunction of the device is supported. The customer described the receipt of "leads off" inop indicators during a time that a patient was in fact experiencing an asystole event. The customer has indicated that a code was called but a delay in response occurred because the rn saw the inop indicator and was not aware that the patient was also having a clinical change in condition at the same time. The evaluation of strips and logs by philips resources has found that an intermittent inop condition was active at the same time that the patient had a change in condition therefore the true physiological condition of the patient was not immediately detected.